Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 2/1/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: no defect was found. Black box shows no evidence of short battery life, several ¿cs177¿ warnings occurring due normal battery wear are observed. The battery compartment/cap are undamaged and able to fit securely. ¿ez-prime¿ steps were performed correctly, all current reading are within specifications. Unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.